Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument was observed to have a broken conductor wire. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : the instrument was inspected prior to use with nothing abnormal to be observed. The damage on instrument was identified during a visual inspection before cleaning and sterilization. The cable of instrument was stripped, exposed and damaged. It was unknown if there was loss of cautery. There were no signs of thermal damage at the site of wire breakage. It was unknown if the reported instrument had collided with other instrument or tool during procedure. No fragment(s) fell into the patient's anatomy. Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley on distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.